Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with the insulin pump's keypad. Customer stated the numbers started scrolling as she was entering her carbohydrates in. Customer's blood glucose was 112 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a broken belt clip slot and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had intermittent button response due to an open connector on the display board. No scrolling number anomaly was noted on the display.